Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer patient completed treatment. PICC line due to be removed and on removal noticed fracture in line. PICC flushed and fracture confirmed. No patient harm. Exit site marking was 19 cm. PICC was used for treatment of epirubicin/cyclophosphamide/docetaxel.